Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The video switching pcb was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 6600 displayed very poor image quality. There was no adverse pt involvement reported. There was no pt info reported.